Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and eight months post filter deployment, computed tomography (CT) revealed there was an inferior vena cava filter in place. Eventually two months later, computed tomography (CT) was performed. Review of the basilar lung contrast images showed a pulmonary embolism in the left lower pulmonary arterial system. Vena cava filter in position. However, no device deficiencies were identified in the provided medical record. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10:manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately one year and eleven months post deployment, review of basilar lung contrast images showed a pulmonary embolism in the left lower pulmonary arterial system. There was no distinct obstruction of the inferior vena cava. Around five years and five months later, computed tomography of abdomen showed minimal anterior tilt of check. Struts extended outside of lumen, the most conspicuous a left lateral strut abutted but not protruded the aorta. Therefore, the investigation is confirmed perforation of inferior vena cava. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.